Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 70 and blood glucose was 206 mg/dl. Sensor could not be reconnected due to receiving cal error and change sensor alarms. Customer was advised that sensor would be replaced.